Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 120 mg/dl. Troubleshooting was performed. The husband stated that the infusion set was changed with no results. It was also stated that the customer changes the infusion set and reservoir every three days. The daily totals matched to the basals and bolus history. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.